Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was prophylactically formed during an unrelated procedure on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of header anomaly advisory status was unconfirmed. As received, a device was returned for analysis. Electrical test and longevity assessment did not identify any anomalies.